Event description:
The pt received the scs system on (B)(6) 2009. It was reported that the pt did not have stimulation. The charger was unable to locate the scs ipg. A new charging system was sent to the pt. The device is still in use. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.